Event description:
It was reported that before surgery on an unknown date, the connection tab does not allow the handpiece to operate. Seized motor found during investigation. There was no patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone: n/a. G2: foreign: france. Review of the most recent repair record determined the motor was corroded and seized and the cable had contact issues. The motor and plug harness assembly were replaced and resolved the reported issue. Review of the previous repair record identified the motor was corroded and failed which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.